Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3389s-40, lot# v991333, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3389s-40, lot# v884064, implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type lead, (B)(4),

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that there was a confirmed infection at the implantable neurostimulator (ins) site in 2014, 1.5 years after initial implant. The infection had started at the incision site. The battery had to be removed because of the infection. The whole system had been explanted and the patient had just recently been re-implanted with a whole new system. Further follow-up is being conducted to obtain information about the cause. If additional information is received a supplemental report will be submitted.